Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump went dry approximately 1 month ago. The patient was seen the day of the report and the zero ml reservoir volume alarm was confirmed and heard. It was stated that the patient did not hear the alarm initially, but acknowledged the alarm was heard more recently. The low reservoir alarm occurred on (B)(6) 2015 and the based upon the flow rate, the pump was estimated to have reached empty on (B)(6) 2015. The reporter denied and patient symptoms. The pump was refilled the following monday. The new morphine concentration was stated to be 5.25mg/ml, with a daily dose of 0.25mg/day (decreased from a concentration of 50mg/ml, with a daily dose of 7.987mg/day). A bridge bolus was performed at the lowest rate possible. The patient was to be seen in 2 weeks to compare the actual and expected residual volumes. The patient was reportedly doing fine and therapy effectiveness was yet to be determined. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l44971, implanted: (B)(6) 1997, product type: catheter. (B)(4).